Event description:
It was reported that this left ventricular lead was explanted due to a suspected fracture. This lead was successfully replaced. It is unknown if the lead will be returned for analysis. No additional adverse patient effects were reported.